Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device operational check fails at therapy. There was no reported patient involvement.